Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer

Event description:
On 7th january, 2021 getinge became aware of an issue with one of medical examination lights - lucea 40. The headlight's cover has cracked, leading to missing plastic particles. The issue has been confirmed by the photographic evidence attached to the complaint record. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off may cause potential infection.

Event description:
Manufacturer reference number ot (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of medical examination lights - lucea 40. The headlight's cover has cracked, leading to missing plastic particles. The issue has been confirmed by the photographic evidence attached to the complaint record. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off may cause potential infection. It was established that when the event occurred, the examination light did not meet its specification and it contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. As per the investigation by subject matter experts at the manufacturing site, the probable cause of the breakage is the incompatibility of the cleaning products or abnormal use, i.e. Colliding devices. Manufacturer recommends to follow the IFU regarding visual inspection before use. A daily inspection performed by the user will help preventing such event. Moreover, manufacturer recommends to inform the customer about the hazards in cases of non-compliance of these instructions. We believe that all remaining devices are performing correctly in the market. Given the circumstances and after our review of complaint ratio behavior of this nature, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.